Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. The haptics pushed out of the wand and the lens was not able to be inserted, the lens was explanted due to broken haptic. No incision enlargement; product replaced with another lens immediately during surgery; the procedure was notcomplicated in any way. The backup iol was successfully implanted and patient outcome is good. Patient health not impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred inside of the USA. The report includes corrected information and additional information not available/included in the initial report. H6 - no added codes for manufacturer's investigation: type; findings; and conclusion - as this event has been re-assessed as not reportable based on clarifications received from distributor 23-jan-2023.

Event description:
Initial reported information was: damaged haptic after implantation. The haptics pushed out of the wand and the lens was not able to be inserted, the lens was explanted due to broken haptic. No incision enlargement; product replaced with another lens immediately during surgery; the procedure was not complicated in any way. The backup iol was successfully implanted and patient outcome is good. Patient health not impacted. Per 23-jan-2023 corrected information received: the lens was not inserted into the eye. The event "happened right before they were going to insert the lens." There was patient contact but no injury; they were not able to insert the lens. Based on corrected information: complaint category revised to: damaged haptic before implantation. Complaint reporting assessment revised to: not reportable - because there was no injury, no intra-operative explant, and no delay insurgery. However, a follow-up emdr is required to correct the reporting as the corrected information was received after the initial emdr was submitted.